Manufacturer narrative:
Siemens filed MDR 2517506-2020-00041 on 31-jan-2020. Correction (03-feb-2020): g1, g2 (continued) was corrected to reflect the correct manufacturing site.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that imprecise sodium (na) results were obtained on a patient sample on a dimension exl with lm instrument. The customer indicated that quality controls (qcs) recovered within acceptable ranges and when they performed a precision study on patient samples, the precision between repeats was acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse ran precision studies (which recovered acceptably), cleaned the integrated multisensor technology (imt), tested the level sense circuit, inspected the photometric sample, verified the sampler ultrasonic air and water voltages, and replaced the sample conduct cable, port waste valve, squid tubing, sample drain, and sample transducer. Then, the cse detailed, and when necessary, replaced the imt diluent pump panel, syringes, valve, tubing, and inspected drive. Siemens further investigated the issue. Siemens determined that there was a successful calibration before the processing of the affected sample and qcs were in range when the sample was run. Sample integrity and preanalytical variables also potentially contributed to the imprecise na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Imprecise sodium (na) results were obtained on a patient sample on a dimension exl with lm instrument. None of these results were reported to the physician(s). The sample was repeated on an alternate dimension exl instrument. The result obtained on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise na results.